Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the left back cane meets the frame, has a loose weld.